Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.

Event description:
The customer reported via phone call that they received a change sensor alert and after troubleshooting for the change sensor alert, the customer mentioned experiencing a low blood glucose level of 40 mg/dl after changing the sensor and calibrating it the morning of the call. No troubleshooting for the low blood glucose was performed. The customer also mentioned having difficulty with calibrating, so troubleshooting for calibration not accepted was also performed. The customer stated receiving change sensor alert after a calibration not accepted alert. The customer was advised to return the sensor. The customer also mentioned having blood glucose levels of 85 mg/dl and 122 mg/dl during the incident. The sensor will be returned for analysis.